Event description:
It was reported that the 9800 system made a sizzling sound from the bottom of the c-arm and the image faded out during an study case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube was replaced and cables were re-greased during the service call. The system was tested and found to be working as intended and put back into service.